Event description:
Event description guidant received information that this implantable ventricular lead was not capturing at 6.5 volts with normal impedance measurements in bipolar mode due to dislodgement. In addition, the patient's r-waves had decreased since the time of implant. It was reported that one month prior, an atrial lead revision was performed due to dislodgement.